Event description:
It was reported that customer did not see drops of insulin at end of tubing during fill tubing. There was no adverse impact to the customer's blood glucose level. Customer declined further troubleshooting, planned to reload new cartridge on his own. No additional information was provided.